Manufacturer narrative:
The customer filed four voluntary medwatches: mw5146189, mw5146190, mw5146191, and mw5146192. Medwatch field "e4 initial report also sent to FDA" was updated. It was alleged that the reports for (B)(4) patient samples were corrected. Four examples of alleged erroneous patient results were provided. Patient 1 had an initial creatinine result 0.19 and a corrected report result of 0.63. Patient 2 had an initial hemoglobin a1c result of 6.4 and a corrected report result of 5.3. Patient 3 had an initial cholesterol result of 75, an initial ldl result of 13, and an initial non-hdl result of 34. The corrected report cholesterol result was 145, the corrected report ldl result was 83, and the corrected report non-hdl result 104. Patient 4 had an initial alt result of 107 and a corrected report result of 20. The units of measurement were not provided. Information requested by FDA on 01-nov-2023: we¿ve received several complaints from the same user regarding the following cobas instruments failure with very much difficulty for the lab to detect there was an instrument failure. The complaints summarized below are all from one single lab user. I¿m checking to see if your firm has completed investigations on these complaints and whether these are related to the same issues that were previously discussed several months ago related to the misaligned rinse nozzle on the rinse assembly. Please let me know whether the following issues are being tracked by your firm and whether you have any actions plan involving these difficult to detect instrument failures. Thanks so much for your assistance! Complaints concerning many patients were reported out of the lab as erroneous results. Lab user only runs qc once a 24 hour period, at the night shift. During the beginning of the shift, qcs ran were accepted and patient results were reported out; however, when qcs were ran during the next shift, all qcs were out, therefore, lab repeated all patient samples in between the shift and observed that some of the results were erroneous. Pertaining to this case: event date 9/9/23: a few of the qcs ran were out on the c501 analyzer on 9/9/23. A total of (B)(4) patient reports has to be corrected. Roche fse identified problem was due to a worn rinse tube. Response from manufacturer: roche successfully matched the medwatch information provided to FDA and subsequently to roche to previously documented complaints in our it case handling system. Upon contacting the customer site, it was confirmed that the complaints and the medwatch forms were indeed describing the same events. The event date is documented as 08-sep-2023 and the date reported to roche is documented as 09-sep-2023. This event was submitted to FDA from roche on MDR . The field service engineer confirmed that the tubing was worn from rubbing along the cover alongside the rinse head mechanism likely causing pinholes. This location suggests that this was caused by customer handling during the customer maintenance process. The tubing was replaced. A supplemental report was submitted for the cobas c501 MDR today. Customer bulletin tp-01893 was finalized on 18-jul-2023 to help to mitigate this issue for the event. It was confirmed with the customer that they have received the customer bulletin and that they have incorporated the instructions into their internal maintenance activities. In the us, there has been a reduction of erroneous results complaints related to the rinse mechanism tubing starting in september 2023. Because of the 6 month preventive maintenance cycle, it is expected to realize the full benefit of the customer bulletin somewhere between 6 - 12 months after the publication of the customer bulletin.

Manufacturer narrative:
Section g3 was corrected to 17-oct-2023. This was the date that roche received the voluntary medwatches from FDA.

Manufacturer narrative:
The creatinine reagent lot number is 70616301 and the expiration date is 31-oct-2023. Calibration was last performed on (B)(6) 2023. The qc recovery data was acceptable. The alarm trace did not contain a conspicuous event. It was found that the customer centrifuges plasma samples for 5 minutes, which may be shorter than recommended. The field service engineer (fse) found that the rinse tubing was worn and replaced it. The fse also replaced detergent tubing. The fse performed precision testing, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c (501) module. The customer was prompted to repeat the sample as they were having an issue with the analyzer. The initial creatinine result was 0.4 mg/dl. The sample was repeated on another analyzer and the repeat result was 0.97 mg/dl. The repeat result was deemed correct.